Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider (hcp) reported that the patient had a system explanted due to a recall. Relevant medical history included reflex sympathetic dystrophy (rsd)/causalgia-complex regional pain syndrome. No follow-up was required.